Event description:
It was reported that during preparation for an implant procedure, this inflatable penile prosthesis (ipp) was not deflating properly when hitting the deflate button. Troubleshooting measures were performed approximately ten times with no success. The physician was not comfortable implanting this device. The procedure was completed successfully with another device. There were no patient complications reported.